Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number unknown, a sample analysis could not be completed. However, it was reported that there was a loose connection between a solution bag and a cassette line, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during a dwell phase of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that there was a loose connection between a solution bag and a cassette line. The technical service representative assisted the caregiver with ending therapy. The caregiver was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.